Manufacturer narrative:
Initial.

Event description:
It was reported that the charging pad for the ilet pump was not working, despite the user removing the belt clip, placing the pump with the screen facing up, and trying multiple outlets; a replacement charging pad was arranged. Symptoms included no adverse clinical effects. Outcomes included no impact on health or hospitalization. Investigation included troubleshooting and user education. Investigation of this case revealed a suspected charger malfunction consistent with a nonfunctioning external charging accessory. It was concluded, based on previously established findings for similar reports, that the cause was a product performance issue of the charging pad.